Manufacturer narrative:
Product complaint#: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 4x8 orbit galaxy xtrasoft coil (640cx0408, 30432546) was being used as the second coil. However, the coil couldn't be advanced nor retrieved by the physician. The physician pulled the coil and the unspecified microcatheter (mc) at the same time. After inspection, the coil turns out to be stretched. The physician used a same like product. The procedure was successfully finished. No patient injury was reported. No additional information is available. A non-sterile unit og cmplx xtrasoft coil 4x8 was returned to cerenovus for evaluation. Cerenovus conducted visual inspection, microscopic inspection, and functional test. During the visual analysis of the device, the device was found in good conditions, no damages or anomalies were observed during the visual inspection. During the microscopic inspection the embolic coil was found in good normal conditions. A lab sample microcatheter was flushed using a lab sample syringe and after that, the received og cmplx xtrasoft coil 4x8 was introduced into the lab sample micro-catheter and it was advanced through it, no resistance/friction was felt during the advancement. A manufacturing record evaluation was performed for the finished device 30432546 number, and no non-conformances related to the malfunction were identified. Since the functional test was performed without problem, the customer complaint regarding ¿detachable coil delivery system (dcs) - impeded in microcatheter with no loss of cerebral target position¿ was not confirmed. As a result, a follow-up was performed to gain clarification, no furether information was available. Since no damages were observed on the embolic coil, the customer complaint regarding ¿coil - unraveled/stretched-in microcatheter¿ was not confirmed. A manufacturing record evaluation (mre) was performed, and no non-conformances related to the reported complaint condition were identified. Although no damages or anomalies were found on the device. The instructions for use (IFU) do contain the following precautions: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. The event described could not be confirmed as the analysis of the device was performed without any difficulties and no damages or anomalies were observed on it. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, a 4x8 orbit galaxy xtrasoft coil (640cx0408, 30432546) was being used as the second coil. However, the coil couldn't be advanced nor retrieved by the physician. The physician pulled the coil and the unspecified microcatheter (mc) at the same time. After inspection, the coil turns out to be stretched. The physician used a same like product. The procedure was successfully finished. No patient injury was reported.